Manufacturer narrative:
The insulin pump was received with no button response due to flattened all buttons dome switches. Inspected j2 lcd connector and no unlocked connector noted. Unable to perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had cracked battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is having issues with keypad. The customer stated they are having issues with act, esc and up buttons. The customer also stated they experienced high blood glucose between 470mg/dl-556mg/dl; treated with a bolus. The customer declined high blood glucose troubleshooting due to knowing it was possibly due to her time and date changes, occurring during battery change. The customer was advised the pump will be replaced and revert to back up plan.